Event description:
It was reported the pt is experiencing extreme difficulty recharging her scs ipg. An sjm rep met with the pt and observed that maintaining connection with the ipg during charging was very troublesome. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.